Event description:
New information noted that the right ventricular lead exhibited low pacing impedance. An x-ray was performed and the lead was found to have externalized conductors.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited intermittent noise oversensing. The patient did not receive inappropriate therapy during the oversensing. No intervention was performed and the patient experienced no consequences.